Event description:
Reporter alleges pt suffers from systemic lupus and rheumatoid arthritis. In the fall of 1999, pt developed a pain in the hand. An x-ray revealed a fracture of the prosthesis. During operation, dr found fragmentation of the prosthesis and the metal fragmentation of the grommets.